Event description:
The complainant alleged that during a routine shift check by a clinician, the device had artifact on the video screen that made the display unreadable. The complaint indicated that there was no pt involvement in the reported failure.